Event description:
Reporter indicated that system diagnostic testing resulted in high lead impedance reading, indicating a possible device malfunction. X-rays were reviewed by the manufacturer. No lead fractures were visible, however, lead break is suspected. Revision surgery is likely. No serious injury was reported.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.